Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the motor will not rewind on the insulin pump. Customer had a motor error alarm and her blood glucose was 215 mg/dl at the time of the incident. Customer stated that the drive support cap appears normal. Customer reported a motor position encoder error alarm and stated that she saw it about an hour ago. Customer was advised that the insulin pump will need to be replaced. Customer was advised to revert to a back-up plan.

Manufacturer narrative:
No rewind anomaly was noted. The pump was received with normal operating currents, and passed the functional testing. However, the pump was received stuck in a motor error alarm loop during the bolus / basal delivery. Unable to confirm the motor position encoder error alarm due to an overwritten history file with alarms that are due to a corrupted history file. Unable to verify the motion sensor test failure alarm due to the motor error alarm. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. The pump had minor scratches on the lcd window, cracked battery tube threads and a cracked reservoir tube lip.